Event description:
Litigation alleges pain, discomfort, inflammation, difficulty ambulating, elevated cobalt and chromium levels, and loose/popping sensations.

Event description:
Update: (B)(4) 2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that during the primary surgery for the left side while broaching for the stem a hairline crack was discovered. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2286295, 2122774, and 2406397. A search of the complaint database finds additional reported incidents against lot code 2389263 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. A review of the device history records and/or a lot specific database search was not possible for the remaining unknown products. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis before first revision. Updated patient and product experience code. Added part and lot number of the stem. Added expiration date of the head and liner, law firm in the facility name. Corrected patient identifier.